Manufacturer narrative:
Device discarded by physician.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to re-implant the patient as of the date of this report, september 14, 2015.